Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) powering off during transport. There was no patient harm/injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) looking over unit noticed the clips to lock battery case in was open. During troubleshooting, fse identified that it will shut down due to not getting a good connection. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.